Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was implanted high in the annulus and upon release from the tabs of the delivery catheter system (dcs), the valve dislodged out of the annulus into the sinus of valsalva (sov). The valve was snared above the sinotubular junction (stj) and a new 31mm valve was implanted in a perfect position within the annulus. The patient was hemodynamically stable throughout the procedure and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.